Event description:
Mattress was burned at head and seat sections. Pt was sent from nursing home to hospital to treat burns. Nursing home staff, fire dept., and state division of facility services believe pt was smoking in bed while using oxygen concentrator. Mattress meets flammability requirements of 16cfr1632.